Manufacturer narrative:
The tech found the rubber seal on the CPR plunger was detached. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates CPR is not working when pressing the lever to activate the function.